Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to incontinence returned. Cuff was explanted and replaced. No adverse patient effects.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to incontinence returned. Cuff was explanted and replaced. No adverse patient effects.